Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient has experienced reoccurring leaks with multiple cassettes from the same box. Upon follow up, the patient contact confirmed that the reported reoccurring fluid leak issues have been happening since receiving the latest shipment of 050-87215a cycler sets. The patient contact confirmed each time that fluid was found at the end of treatments when removing the cassettes from the cycler door. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported events. The patient contact stated it is unknown if the cycler alarmed prior to the leaks; however, the patient was able to complete treatments with the cycler each time. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event by using cassettes from a different lot. The patient contact could not confirm if the used cycler sets were discarded or if brother brought them to the clinic.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient has experienced reoccurring leaks with multiple cassettes from the same box. Upon follow up, the patient contact confirmed that the reported reoccurring fluid leak issues have been happening since receiving the latest shipment of 050-87215a cycler sets. The patient contact confirmed each time that fluid was found at the end of treatments when removing the cassettes from the cycler door. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported events. The patient contact stated it is unknown if the cycler alarmed prior to the leaks; however, the patient was able to complete treatments with the cycler each time. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event by using cassettes from a different lot. The patient contact could not confirm if the used cycler sets were discarded or if brother brought them to the clinic.